Manufacturer narrative:
Concomitant medical products: product ID: 3888-33 ,lot#: v104374, implanted: (B)(6) 2008, product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 08-apr-2012, UDI#: (B)(4) ; product ID: 3777-45, serial/lot #: (B)(4), ubd: 04-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient complained of increased pain in their left leg and upon interrogation of the battery it was discovered that several contacts were >10000. The rep was able to program around the out of range electrodes and recapture stimulation. The patient would try the new programming for a couple weeks. The patient stated that it was unknown how the leads could be unusable. They could not recall any falls. It was noted that the patient does have older leads and extensions. The patient was aware that a lead revision may be a possibility in the future. The rep would be following up with the patient in a month regarding the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33 lot# v104374 serial# implanted: (B)(6) 2008, explanted: product type lead product ID 3777-45 lot# serial# v094550029 implanted: (B)(6) 2008 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the surgery date was not known at the time, however it was believed the patient would be having a lead revision.